Event description:
There was an allegation of questionable creatine kinase results from the cobas 8000 c702 module. The initial result was 1 u/l. The repeat result was 85 u/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The reagent lot number was 828146 with an expiration date of 30-jun-2026. The cuvette was replaced, the sample probe and reagent probe were adjusted, the wash station was checked, and the pump membrane was replaced. A general reagent problem was excluded as qc results were acceptable. The investigation determined the issue was resolved by the maintenance actions.